Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced arrhythmia and decreased blood pressure while mapping implant locations for the right ventricular (rv) leadless pacemaker (lp). Cardiopulmonary resuscitation was performed to resolve the clinical events. The delivery catheter and lp were removed, and the implant procedure was aborted. The patient was in stable condition.